Event description:
A pt had a silicone vascular access catheter placed while he was a pt in the intensive care unit at the university hospital of (B)(6). He was transferred to the renal unit at the same hospital, where he pulled out the catheter on (B)(6) 2013, bled from the site and died. The pt was apparently in a confused state.

Manufacturer narrative:
The device involved was not returned for eval. A review of the mfg records was not possible as the exact lot number of the device involved was not provided. A review of the engineering verification testing noted that all samples tested passed the suture wing pull force requirements of 3.36 pounds per iso 10555-1 with a tested minimum of 7.13 pounds. Two sterile samples from potential incident lots were returned for eval. The samples were tested for suture wing pull force. Both samples passed the force required to detach the suture wing from the hub and were above the iso standard. The report indicated that the confused pt pulled the catheter out. We are unable to determine the exact cause of these events without evaluating the actual device involved, however, it appears that enough force was applied by the pt to dislodge the catheter from the suture wing.